Event description:
It was reported that a catheter issue occurred. The occluded target lesion was located in a non-tortuous and non-calcified vessel. The opticross 18 imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter spun and was kinked. The catheter was removed from the patient intact. The procedure was completed with another of the same device. There were no patient complications.